Event description:
Approximately one month after hvad implantation the patient underwent a pump exchange for suspected pump thrombus. The device will not be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The patient received a pump exchange; however, the site indicated that the device will not be returned to the manufacturer for evaluation. Furthermore, log files covering the event were not available. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The use of this device is related to the reported event; however, there is no evidence to suggest that a device malfunction may have caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device not returned.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.